Event description:
It was reported that the device delivered inappropriate therapy due to noise on the ventricular lead. A review of the egm revealed noise that is characteristic of insulation degradation. The physician stated that he would be scheduling the patient for a new rv lead.